Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, device history batch, device history review - null.

Manufacturer narrative:
This report is for one (1) unknown reamer. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales representative. This report is for one (1) unknown reamer. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a surgery for distal third tibial shaft fracture. During the surgery, the supra patellar outer protection sleeve kept detaching off of the blue handle while the surgeon was swiveling the blue handle back and forth, clockwise, counter-clockwise to get down to the bone. The silicon just seemed to have softened off on that and it did not actually lock into the system. When the surgeon turned the blue handle clockwise, the sleeve kept detaching off over the handle and in the bottom. That exposed the silicon to the reamer head as it was reaming. The reamer head tore off up on the silicon sleeve and might have been locked in there but not locked in the joint. The joint was clear. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report is for one (1) unknown reamer. This is report 2 of 2 for (B)(4).